Event description:
The user facility reported that during a diagnostic procedure, the image froze. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The results of the investigation revealed that the electrical connector and the control body had evidence of fluid invasion which apparently caused the user's experience. Olympus was unable to determine the cause of the fluid invasion. The results of this investigation suggest the scope may have not been maintained according to manufacturer specifications.